Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgement, which was confirmed by fluoroscopy. The lead configuration was changed to a straight design due to a narrow target branch and difficulty achieving stable placement. This lv lead was surgically explanted and replaced. A new lv lead was successfully positioned at the intended location. All procedural steps, including revision and final placement, were completed on the same day. No additional adverse patient effects were reported.